Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a force sensor test error, primary audible alarm, and a plunger not in place alarm, in the event history log (ehl). An acu watchdog error was not found in the ehl. The pump could not be tested/run because the q1 chip had broken off from the plunger pcb. The reported errors were confirmed based on the ehl findings. The errors occurred because the force sensor cable was damaged. In addition, the plunger pcb was not glued down to the case. The problem source of the reported product problem was unknown. A root cause was not established. The force sensor was replaced to address the primary issue. The motor mount and position pot were also updated.

Event description:
It was reported that the medfusion pump exhibited an audible alarm and a force sensor error. No patient injury or complications were reported in relation to this event.